Manufacturer narrative:
The complaint was not confirmed for the reported issues. Upon receipt of the device from customer, device underwent 4 add'l volumetric evals. Device passed volumetric evals and tested within specifications. Investigation results: a 3x volumetrics of 50ml/hr and 621ml tested in spec: 1st test: 638ml or 103% of expected volume, 2nd test: 635ml or 102% of expected volume, 3rd test: 639ml or 103% of expected volume, 4th test: volumetrics of 120ml/hr and 10ml with customer set tested in specifications at 10.1ml or 101% of expected accuracy. The 4x bag empty alarm checked good: ran pump at 50ml/hr. Allowing bag to empty resulted in a container empty alarm 4x. The 4x air-in-line alarmed with .1ml air bubble at 50ml/hr. Performed preventative maintenance also. During inspection and eval it was discovered that this outlook device contained non OEM parts that were added by the customer that have not been validated to meet MFR's specifications. This could possibly affect volumetric accuracy and is still being tested. There is not sufficient info available to determine root cause for reported complaint. Ongoing communication with customer to collect add'l info is still in progress, so that root cause can be determined for reported issue.

Event description:
It was reported initially by customer that device caused over-infusion to pt. Through several attempts to gather more info from customer, it was reported that nurse stated while device displayed 179 ml left to infuse, the bag was empty. Customer also reported that nurse noticed that there was air in the set, but did not receive an air in line alarm from the device. Customer report that pt experienced no adverse affects as a result of reported issue. Customer reported pt is doing fine.